Event description:
It was reported that the patient ams 800 occlusive cuff and control pump were removed on unknown date due to cuff erosion. A new pump and cuff were reimplanted on (B)(6) 2019. The patient was doing well post procedure. Additional information received stated that the erosion occurred at the bulbous urethra.